Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level that ranged from 315-316 mg/dl. A bolus was delivered to address bg level. Tandem technical support (cts) performed a system check on the pump and air bubbles were observed in the patient line. Reportedly, the customer loaded a new cartridge to resolve the issue.